Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the cartridge was damaged at the septum. The customer's blood glucose level was 461-462 mg/dl. Reportedly, the customer replaced the cartridge and resumed insulin therapy.